Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The issue was resolved by performing a supply change. Customer¿s blood glucose was 140 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.